Event description:
During a meniscal repair the suture locked up and would not slide. A competitors device was used to complete the repair. Sales rep. Stated that the surgeon was performing a posterior meniscal repair using an ipsalateral approach and had two suture knots lock up and would not slide. The surgeon removed the suture of both devices and left four t's unsupported in the joint. Surgeon then tried a competitors device, which did not work either and then decided to resect the meniscus to complete the procedure. A delay of forty-five minutes resulted. It was also stated that when cinching the suture, the knot looked to be flipping over causing the knot to lock up. No patient injury or complications resulted.